Manufacturer narrative:
(B)(4). Batch #t5e99a. Investigation summary: the analysis showed that the ats45 device (b) was received with no apparent damage and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re-firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy, the first device was fired and it locked out. A second like device was tried, was hard to fire and when it did fire, some of the staples did not form correctly. It's unknown how the procedure was completed and there were no patient consequences.